Manufacturer narrative:
The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).

Event description:
Info was received from a law firm reporting a pt having intraocular foreign bodies, in her right eye, following cataract surgery. The foreign bodies were discovered after the pt has undergone an MRI of her lower extremity. No add'l info was provided.